Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 1000mg/dl, and he was treated with an insulin drip. It was stated that the customer experienced nausea and vomiting. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Advised the caller that the insulin pump is operating as designed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.